Event description:
It was observed during the device inspection, the bronchofiberscope exhibited peeling of the insertion tube coating greater than or equal to 1-2 millimeters and the marking lines had worn and were out of specification. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the malfunction was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling which caused the charged-couple device (ccd) unit to be damaged. The damaged ccd likely caused image issues. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Labeling: this issue is addressed in the instructions for use (IFU): 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.